Event description:
Customer reported test results for several patient samples were flagged with r (review results) flags and had incomplete differential test results when using the coulter lh 780 hematology analyzer. The customer also reported the latron primer failed following a shutdown procedure. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the diff (differential) mix module and light scatter was faulty. The fse replaced both parts resolving the high latron primer results, diff r flagging, and incomplete diff results. While onsite, the fse found the 60psi to be fluctuating. The fse replaced the 60psi regulator and fitting resolving the issue.